Event description:
Pt underwent thoracic laminectomy of subtotal resection of metastatic tumor 7/16/99. One drain removed without difficulty. The 2nd drain was difficult to remove and did not come out entirely, necessitating return to operating room for removal.